Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, while closing the pocket, noise was seen on the right ventricular (rv) channel. The noise led to oversensing and pacing inhibition of a few seconds. Asynchronous pacing was provided for the patient. The system was interrogated the following day with resolution of the clinical observations. Air bubbles were suspected to have been the cause of the clinical observations. There were no adverse patient effects reported. The device remains in service.